Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not conclusively be determined but could have been as a result of the use of a larger than recommended delivery system as the use of a larger sheath may influence deformations. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note that the recommended size delivery system for a 9-asd-mf-030 per the instructions for use is an 8f.

Event description:
It was reported that a 30mm amplatzer multi-fenestrated septal occluder - cribriform was selected for implant on (B)(6) 2023 using a 9f amplatzer torqvue delivery system. During implant the left atrial disc took on a puffed up shape. The device was removed from the patient and replaced with a new 30mm amplatzer multi-fenestrated septal occluder - cribriform using a new 9f amplatzer torqvue delivery system. There were no interactions with cardiac structures. There were no angulations or kinks noted in the delivery system. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays in the procedure. There were no adverse effects to the patient. The patient status was noted as stable.